Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for one hour to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.